Event description:
It was reported to boston scientific corporation that an ultraflex precision colonic stent system was used during a colonic stent placement procedure. According to the complainant, while using the device, the deployment suture snapped. The physician manipulated the catheter and suture with his hands in order to deploy the stent and completed the procedure successfully using this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-1795.

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A lot history search was performed and found no other complaints against this device lot. A review of the device history record revealed no anomalies.